Manufacturer narrative:
(B)(4). Phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture diagnosed by ultrasound. The device has been explanted and replaced with a non-allergan device. This record relates to the left side.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Additional observations: ¿ red particle observed on the device. It cannot be determined which device is for the left or right side per the photos provided. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Healthcare professional reported rupture diagnosed by ultrasound. The device has been explanted and replaced with a non-allergan device. This record relates to the left side.